Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk end caps: tibial nail/part and lot numbers are unknown; UDI number is unknown. Without the specific part number the device history records review could not be completed; and the UDI number is unknown. Complainant device is not expected to be returned for manufacturer review/investigation it was discarded. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, a patient underwent an unknown surgical procedure due to infection. Sales rep was told that an ex tibial nail was removed. The tibia was infected and an antibiotic tibial nail was made by the surgeon and implanted. All items were not revived, any of all implants. This complaint involves unknown number of devices. This report is for (1) unk - end caps: tibial nail. This report is 2 of 3 for (B)(4).